Event description:
Patch leaked blood for approx twenty minutes. Quantity of blood is unknown. Leakage was stopped with avitene, hemostatic agent and pressure. The pt's condition, post-operatively was initially stable, but afterward pt developed a hemotoma. Later, when given heparin, evacuation was required. This is all info reported to co by the doctor.

Manufacturer narrative:
The returned, unused products from this lot were evaluated and found to be within specification for porosity. Since the actual product involved in the incident could not be returned for evaluation, the exact cause of the dr.'s experience is unk. Code 86: the mfg batch records for the device were reviewed. Code 100: the batch records were not atypical - no similar incidents against this batch.